Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report possible broken sensor wire patient experienced on (B)(6) 2015. Patient's mother claimed that upon removal of sensor pod, a short portion of the sensor wire remained attached to the pod and the other portion of the sensor wire was missing. Patient's mother stated that no portion of the wire was visible on the patient's skin. Additionally, no discomfort at the site of sensor insertion was reported. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).